Event description:
It was reported that patient was experiencing bradycardia. The patient feels that it is related to the vns but the physician is unsure. The physician was contacted and according to the physician the bradycardia was first noticed during the month of (B)(6). When the patient was hospitalized with seizures the cardiologist noted bradycardia and believed that it was related to the vns. The patient's physician is unaware of the relationship between the bradycardia and the vns.